Event description:
Note: this report pertains to one of two devices that reportedly malfunctioned during the same procedure. Refer to associated manufacturer report # 3005099803-2009-01139 for a description of the other event. It was reported to boston scientific corporation in 2009 that a resolution clip device was using during a colonoscopy procedure performed two days prior. During the procedure, a bleeding diverticulum was noted. The physician injected epi then attempted to place a resolution clip device. One of the jaws of the clip bent against the mucosa and remained unattached in the patient. The physician attempted to place the second resolution clip device. The jaw on the second clip bent as well against the mucosa and also remained unattached in the patient. A third resolution clip device was successfully deployed. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.